Event description:
Spacelabs received a report of failure to alarm for vtach on the command module. Initial reporter filed with the FDA: uf report# 1402760000-2013-8029.

Manufacturer narrative:
No pt's were injured as a result of this event. Spacelabs is evaluating the reported event and will file a follow-up report when our evaluation is concluded.

Manufacturer narrative:
The customer filed an MDR with the FDA on oct 2, 2013. ((B)(4). Description from MDR: patient had two episodes of v-tach. First episode of v-tach alarmed appropriately. The second episode of v-tach, 8 beats failed to alarm. The monitor should have sounded at the bedside and at the central station, but did not. This facility has had three similar events in the last approximate 2 weeks with this equipment. No patients were harmed. We received a query on this matter from the FDA, and responded on december 13, 2013 as follows: we evaluated patient strips provided by the customer and were able to recreate the described scenario through simulation in a lab environment. Because the two ventricular episodes occurred in close time proximity, they were shown in the ics clinical access historical record as a single event. If the historical record is used to review alarms, a second episode of ventricular tachycardia may not be identified as a separate episode if it occurs during the active alarm period of the first episode. Once an alarm starts and another alarm episode occurs within the first alarm's active period, the alarms are shown as a single, continuous alarm in clinical access historical record. For this reason the product operations manual makes it clear that ics clinical access is not intended to be used as an alarm notification device. It is intended to be used for short-term (72 hour) data storage and review. The alarm notification device--the patient's bedside monitor -- would have provided high priority visual and audible alarm notifications for both vrun episodes. On the basis of our evaluation, we have concluded that the monitoring system did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a bedside patient monitor model 91393 failed to alarm on ventricular tachycardia (v-tach).